Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. During the device replacement procedure, the new ICD exhibited an out-of-range shocking lead impedance test measurement. It was noted on fluoroscopy that one of the large patch epicardial leads had a fractured conductor. The epicardial leads were surgically abandoned and the entire system was replaced with a new left-sided pectoral system.